Manufacturer narrative:
The system was returned to galil medical operations for investigation. The system was visually inspected and no damage was noted. The reported gas leak was confirmed and was determined to be due to the argon pressure regulator malfunctioning. The investigation also noted that the argon burst disk within the system had ruptured, as designed when an over pressure condition occurs. Replacement of the regulator and associated internal components resolved the issue and the system was returned to the customer within proper operating specifications. There was no injury to the patient.

Event description:
The needles and system were tested prior to the case with no issues reported. During the case, while the needles were being placed in the patient, the system started leaking gas, it sounded like it was from inside the system and it did not appear to be from the supply lines or the connectors. The problem was isolated to the argon gas. The leak subsided when the argon shut-off valve was moved to the closed position. The patient was under anesthesia during this event. The procedure was cancelled with no injury to the patient. System is being returned to galil for investigation.